Event description:
The device was used during a laparoscopic nissen procedure. Reportedly, the cartridge was difficult to load and unload and the needle broke. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.